Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the patient's surgery was on (B)(6) 2014 and they had no further complications.

Event description:
It was reported that the patient was having difficulty recharging due to having no coupling bars. The patient was implanted on (B)(6) and met with a manufacturer representative to try recharging. The first time the patient was able to get 8 coupling bars but the second time they tried they didn¿t get any coupling bars. The patient had been unable to get coupling bars since that initial meeting. The patient suspected that the issue was due to fluid around their implantable neurostimulator (ins). The patient had tried recharging with and without bandages. The patient tried using the antenna locate feature and the highest number they could get was 34. The patient was going to visit their doctor for a repeat ins interrogation. The patient was seen at the doctor¿s office on (B)(6) and had tenderness at the ins site. There was no evidence of infection but the patient did have ecchymosis around the ins area. The patient was seen again on (B)(6) and at that appointment a manufacturer representative programmed the adaptive stimulation feature on. The patient was educated on charging and they had success charging. On (B)(6) it was noted that the patient was still only able to get 2 coupling bars. The ins was fairly close to the patient¿s skin and was closer to the skin than the manufacturer representative typically saw in rechargeable patients. They were able to grab both edges of the ins through the skin. Antenna locate was performed and the maximum was 50. The patient had to charge frequently due to the coupling but they were keeping their ins charged. The patient also had swelling and a seroma that started right after the implant at the pocket site. The patient was treated with antibiotics and the seroma resolved about a week and a half prior to (B)(6). They tried recharging with a different recharger but it wasn¿t compatible with the patient¿s ins. The ins was in the patient¿s right flank and had not moved in the pocket. Fluoroscopy was done on (B)(6) and an ins flip was confirmed. A future surgery was going to be scheduled. There was no mention of the stimulation¿s effectiveness. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.